Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the t2 and suture are still on the needle. The t1 has been cut from the device. The variable depth straw has been trimmed. A functional evaluation showed testing the t2 with a simulation meniscus, the t2 will not deploy. The actuator does not push the t2 past the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include pushing t2 behind the dimple or damage to the actuator. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, t2 of the ultra fast-fix could not be deployed. T1 was removed from the patient using tweezers. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is good.